Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 07/13/2018 and strip open date is (B)(6) 2015. Strip storage is not correct. Reviewed meter memory: the 96mg/dl (B)(6) 2015 06:51:00 pm fasting:no, the 117mg/dl (B)(6) 2015 12:45:00 pm fasting:no, the 76mg/dl (B)(6) 2015 08:34:00 am fasting:yes, the 81mg/dl (B)(6) 2015 09:33:00 pm fasting:no, the 89mg/dl (B)(6) 2015 03:42:00 pm fasting:no. Customer stating she received a reading of 76 mg/dl fasting on (B)(6) 2015. Customer states her normal readings are 80-95 mg/dl - fasting. Customer is testing her levels 1 hour after meals, following her physician's advice.